Event description:
A surgeon reported that a probe would not actuate during a vitreoretinal surgery. The probe was replaced, and the replacement probe did not work until the cut rate was lowered. The procedure was completed without harm to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
For this complaint file, the final customer lot was not identified, therefore a lot history review could not be performed. Two probe samples were returned for evaluation. The probes were visually examined using 25x magnification and one probe was determined to be visually nonconforming due to a cracked bond. The samples were functionally tested for aspiration, actuation and cut. Aspiration, actuation and cut test were conforming for both probes. It was confirmed that the probes were working properly. Both probes met all functional specifications. The cracked bond that was observed did not effect the functionality of the probe. The root cause for the customer's report could not be determined because the returned probe samples met functional specification. The visual nonconformance that was observed for one probe did not affect functionality. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).